Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that interrogation of the device revealed episodes of oversensed atrial lead noise that triggered inappropriate mode switch episodes. The lead was capped and replaced, and the patient was in stable condition.